Event description:
A break in the retention dome during traction removal. The indwelling period was 168 days. The folding of the retention dome had been confirmed endoscopically before the removal but the device broke upon removal.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review showed no other similar product complaint file(s) from this lot.